Event description:
Customer called in to report that he had high blood glucose, but did not want to give the blood glucose value. Customer mentioned that one time he had low blood glucose and the paramedics were called to assist him at home. Customer declined troubleshooting the insulin pump and no blood glucose values were provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.